Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. The customer had not reported the symptoms and treated with bolus from the pump. Customer declined troubleshoot for high blood level. The customer was assisted with set up a temp basal. Customer stated she had high blood glucose due to a cortizone shot and endo wants her to set temp basal at 200% from three to four hours. The insulin pump will not be returned for analysis.